Event description:
On (B)(6) 2023, it was reported that this patient on peritoneal dialysis (pd) had peritonitis and was transitioned to hemodialysis for renal replacement needs. There were no reported allegations that the peritonitis was related to any issues with fresenius products. In an additional follow-up call, details about the event were obtained from a pd nurse. It was reported the patient was experiencing symptoms of abdominal pain. On (B)(6) 2023, the patient was seen in the outpatient pd clinic and had a pd culture obtained. The nurse stated the pd culture generated growth of the bacteria staphylococcus aureus. The patient was treated with intra-peritoneal (ip) antibiotic therapy with vancomycin (per clinic dosing). The patient initially continued pd therapy after the peritonitis event. However, the nurse indicated that on a subsequent date, the patient was transitioned to hemodialysis for renal replacement needs because the patient was not a good candidate to continue pd therapy as the patient was not able to properly perform pd procedures. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to patient touch contamination during the pd exchange. File#: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).